Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The ventricular catheter (ID 823073) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. There is no root cause possible as it was reported: "we understand that there are no complaints against the ventricular catheter because the flow was adequate". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828805), a ventricular catheter (ID 823073) and a peritoneal catheter were implanted on (B)(6) 2024, with a valve setting at 1. Due to the growth of the cephalic perimeter, patient experienced weakness and drowsiness; therefore surgical intervention was required after implantation. During the procedure, the surgeon observed that the cerebrospinal fluid (csf) was flowing slowly and not in a sufficient volume through the peritoneal catheter. The ventricular catheter was cut, and a sufficient, ample, and clear csf drip was observed. The valve and ventricular catheter were removed and replaced on (B)(6) 2024. The peritoneal valve was not explanted.